Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised enduser stated he was sitting on the seat and pushed to get up and seat separated from the frame and almost caused him to fall but did not with no injury. Dealer advised is broken off and need a replacement seat.